Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed during device implant. After some time, the amplitude of crosstalk signal was decreased. Far-r oversensing was also observed and programming changes were made. Patient was stable.